Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels; cause was unknown, however customer alleged elevated bg levels after receiving a steroid shot. Bg value not provided. The customer declined to provide additional information regarding the issue.